Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 1.5mm cortex screw broke in the middle of length of the shaft during insertion. They were using the correct drill bit and correct screwdriver and had no reason to suspect it would break. They removed the broken acre head and put a larger screw in place. The patient was notified and the surgeons are happy with the final fixation. Satisfactory with screw shaft still in place. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). A manufacturing investigation was conducted. The report indicates that investigation of the complained cortex screw confirmed that the implant broke at the thread. Proximal part with head returned for investigation only without information regarding lot number. Therefore an investigation on documentation for material and manufacturing could not be performed. Afterwards and without any further details it is unfortunately not possible to determine the exact cause of damage. A mechanical force exposed to parameters outside approved range lead into a material fatigue which caused the reported event. Note the other 3 sent screws are intact; again no further details were available in order to check their documentation and specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.